Event description:
This customer reported that the device was not alarming as expected.

Manufacturer narrative:
(B)(4): this customer reported that the device was not alarming as expected. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.